Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a battery out limit and a weak battery alarm right after she changed her battery. The customer's blood glucose level was not reported. She also needed assistance programming the meter in her insulin pump. The product was not returned. Nothing further to report.